Event description:
Clinic requested check of ultrafiltration rate. Ultrafiltration pump verification test failed alarm. The ultrafiltration pump thermal fuse intermittently failing causing insufficient weight removal. The fuse was replaced. No pt injury or medical intervention was reported.